Event description:
Customer reports at 4:30 pm while at work (she is a nurse and was recently diagnosed with diabetes) she tested back-to-back within 10 minutes on her device obtaining results of 290 mg/dl, 144 mg/dl, and 109 mg/dl on advantage system. She then tested with a hospital's device within 5 minutes after last advantage system test and hosp device result was 239 mg/dl. She had normal food intake and took evening dose of 500 mg of metformin. She stated no action or inaction was taken based upon results obtained. The original location of the alleged event was at the customer's place of work (a hosp). A request was made for the return of the suspect device and replacement product was sent.